Event description:
A customer reported that the insulin cartridge leaked on five separate occasions between (B)(6) 2025, and (B)(6) 2026. There was no adverse impact on the customer's blood glucose level. The customer was able to change the cartridge and successfully resumed insulin therapy. The original cartridge was unavailable for further action.